Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material blocking air/water nozzle appeared to be cleaning agent residue, otherwise, the material could not be identified. The root cause of the issue could not be determined, as no additional reprocessing information was reported and no physical damage to the device was observed that could attribute to the retention of foreign material. The event may be detected and or prevented by following the instructions for use which state: ·¿operation manual_ preparation and inspection¿ ¿inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ·¿operation manual_ inspection of the endoscopic system¿ -¿ inspection of the air-feeding function¿ - ¿inspection of the objective lens cleaning function¿ ·¿reprocessing manual_ precleaning the endoscope and accessories¿ -¿warning:if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. -flush the air/water channel with water and air_ caution:to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each us. ·¿cleaning, disinfection, and sterilization procedures¿ - ¿flushing detergent solution into the air/water channel¿ - ¿remove detergent solution from all channels¿ in addition, the following non-reportable malfunctions were found during the device evaluation: - air/water flow issues - bending angulation out of specifications - light guide lens chipped - plastic distal end cover (c-cover) cracked - bending section cover (a-rubber) glue is separated: olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air channel of the colonovideoscope was clogged. There were no problems with the device during examination. The issue was found during reprocessing. It was not possible to clean the device due to blocked air channel. The same error occurred, irrespective of the reprocessor used. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.